Manufacturer narrative:
Results: based upon evaluation of user facility information; evaluation of reserve samples. Conclusions: based upon evaluation of user facility information; evaluation of reserve samples. The user facility confirmed that the involved device has been retained in their possession. Although terumo has requested that the involved device be returned for evaluation, the user facility has not yet agreed to do so. Therefore, the current evaluation has been limited to evaluation of the reserve sample from the reported lot number and the related quality records. As noted, follow-up communication with the user facility has been conducted. The product safety clinical coordinator provided the following additional comments: "guidewire is advanced in a spinning motion to locate vessels that feed the liver tumor; catheter advanced over the wire then wire is removed. He did that but when he pulled out the wire he noticed that part of the wire was still displayed on the fluoro screen and the tip of the wire in his hand was not curved. Multiple attempts were made to remove the wire - successful removal with no harm to the patient. Rest of patient case until discharge was uneventful." Examination and testing of the reserve sample confirmed there were no abnormalities and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description and comments by the physician indicate that the reported separation of the distal portion of the guidewire was most likely due to improper manipulation during use (e.g. Not keeping the guidewire wet with saline solution and applying excessive torque). The device labeling does address the potential for such an event and the proper handling of the glidewire with statements in the warnings / precautions section of the instructions-for-use such as the following: "failure to abide by the following warnings might result in...breakage/separation of the wire, that may necessitate retrieval; if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions; failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel; the surface of the glidewire is not lubricious unless it is wet; and after removal from the patient's vessel, and prior to reinserting it into the same patient during the same catheterization, the glidewire should be rinsed in a bowl full of heparinized physiological saline solution." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The attached user facility medwatch report (B)(4) was received from the FDA on (B)(4) 2011. The user facility medwatch describes the event as follows: "during an interventional radiology procedure, a glidewire fractured while in the patient and became lodged in an artery supplying the liver. We were able to successfully snare the wire out of the patient and she did fine with the removal. The md comments: unsure how this happened, the wire may have dried out, the part on the towel and during the insertion process may have stuck and torques the wire enough to break it off." The original intended procedure is identified as: "celiac and additional selective (x5) angiography, bead embolization, follow-up angiography, transcatheter foreign body." Follow-up communication with the user facility confirmed "successful removal with no harm to the patient. Rest of patient case until discharge was uneventful."